Manufacturer narrative:
Chemical testing of the returned solution was performed. The returned product had a bleach like odor and appeared to be altered.

Event description:
Patient's mother called to report her daughter experienced burning and scratched cornea after use of the solution. Hcp reports in 2006, patient presented with swollen upper lid and mild fever. She was diagnosed with preseptal cellulitis and prescribed amoxicillin. Two days later, patient was seen and was all clear. She presented the following day, with bilateral corneal abrasion that the hcp thought may be from use of body wash used to wash hands prior to contact lens insertion. Both eyes were pressure patched after applying ak poly ointment. Patient was considered recovered the next day.